Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (ir test failure) has been confirmed. Upon investigation the failed pulse testing. The cause for the failure was isolated to fractured solder joints at high-voltage capacitors c19, c20, c21 and c22 on the defibrillator pca. The cause of the damaged solder joints was excessive physical force which broke the protective epoxy coating and the underlying solder connections. The monitor enclosure cover was also cracked, indicating physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor indicating that it failed several battery internal resistance tests.